Event description:
Healthcare professional reports high result for pt on protime microcoagulation system. The pt generated inr 7.9. The test was repeated with another sample collection and generated inr 9.9. The pt was tested with lab draw and generated inr 3.9. The lab result was used for treatment decision. Pt's therapeutic range 2.0-3.0. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Method: device history record reviewed for ncmr and CAPA. Actual device involved in incident was evaluated. Result: record eval completed. Complaint could not be confirmed. Devices performed according to specifications. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.